Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that during implant attempt, the physician was not able to secure the pace/sense lead. The physician had unscrewed the setscrew too far and was unable to realign it with the lead. The device was not used. No patient complications have been reported as a result of this event.